Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) oversensed noise through the associated defibrillation lead which inhibited pacing. The patient reports feeling dizzy during these occurrences. This device and lead were recently implanted to replace the patient's previous system which also showed noise. Reported lead measurements were acceptable and stable. Attempts to evoke noise using clinical maneuvers were unsuccessful. A guidant technical services consultant reviewed the available information and suggested that the the noise source may be diaphragmatic oversensing during valsalva, as the episodes occur at a common time in the morning and the patient has reported recent bouts of constipation.